Event description:
It was reported by the customer that in pyxis medstation es system scanner and docking station were not connected. The customer stated the scanner was not allowing hands-free scanning and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the scanner. A field service engineer verified the scanner and put on a new port to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.